Event description:
It was reported that the patient's device was removed due to being near elective replacement indicator (eri). The reporter indicated that the patient was informed the battery would last 9 years but she got 7 years. No further information was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 377845, lot# v015047, implanted: (B)(6) 2006. Product type: lead: product ID 37752, serial# (B)(4), implanted: (B)(6) 2006. Product type: recharger: product ID 37742, serial# (B)(4), implanted: (B)(6) 2006. Product type: programmer, patient: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2006. Product type: extension. (B)(4).